Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and/or serious injury of noise and re-programming was submitted via a bimonthly report submission that was due on 2017-10-10. Information was subsequently received on (B)(6) 2017 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to the death this event no longer qualifies for bimonthly supplemental reporting and is therefore being submitted as a 30-day supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the patient is deceased. It was also reported the re-programming that was initially performed consisted of programming the detection's off to stop further treatment and it was determined no more noise was identified. Following, all detection's and therapies were on at the time of the last check. A request for additional information to include the cause and circumstances of the death was made; however, the patient died outside of the hospital setting and the information could not be obtained. It was also learned there were no issues raised regarding the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the detection's were not programmed off, but instead were re-programmed to prolong the detection intervals to avoid noise.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Medical devices: 4574-53 lead implanted: (B)(6) 2009; 4196-88 lead implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular lead had noise which resulted in aborted charges and anti-tachycardia pacing being delivered. Reprogramming was performed and no further noise was noted. The lead remains in use. No patient complications have been reported as a result of this event.